Event description:
Additional information indicated that patient still had concerns with their device or therapy but have not sought further help. The patient also felt her questions did not get answered on the phone.

Event description:
Additional information received from the consumer reported that the patient turned stimulation off when they were in public and while driving. The patient had pain on occasion and when they did that. The patient felt the pain when stimulation was on as well. The pain was occurring intermittently and was due to a gradual change in symptoms since implant on 2015 (B)(6). The ins was implanted in the patient's right buttocks, but sometimes they had pain in their left buttocks. The patient mentioned having arthritis. There were no medical procedures, emi, trauma, or falls that could be related to the issue and the issue was not related to positional movement. The indications for use for this patient were bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
It was reported that there were ¿a few¿ occurrences of temporary pain near the implant area that subsided after a momentary period which occurred once while driving, once while riding in a friend¿s car, and another at a restaurant. In all instances, the pain subsided after a body adjustment or position change. It was noted that the patient ¿changed the programmer once already.¿ nearly two weeks later, the patient experienced pain when they were in the passenger side of a vehicle that pulled up next to machinery. Follow-up is being conducted to determine cause.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0td35, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).